Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. No medical intervention was required by the patient. A device was returned to the manufacturer. The technician confirmed visible foam particles during the device evaluation. The technician confirms no complaint. The device is scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Describe event or problem: during the evaluation of the device, the third-party service center states visible foam particles. The technician confirms no complaint. The device is scrapped. Correction has been made as follows: box h-: reason device not eval - added code b15. Box h: reason device not eval - added others- "device serviced by a third-party service. Center".